Manufacturer narrative:
Upon further review of this record, it was determined that it is a duplicate of the event reported under MFR report #2518422-2023-34226. Therefore, this report is being redacted and any additional information will be submitted under MFR# 2031642-2020-02946.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was no alternating current (ac) power when plugged in. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem.